Manufacturer narrative:
All returned parts were measured and conformed to specification. Failure is most likely due to occlusive force applied during the procedure. The temporary deformation of the sheath created a blockage of the collagen path. This would not allow successful deployment causing the sheath and hub to separate. During use of vasoseal vhd steady occlusive pressure must be maintained 3-4cm upstream.

Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure. Vasoseal was deployed with no difficulty. Following the procedure, it was noticed that the sheath separated from the hub. The physician removed the sheath from the pt's tissue tract with a kelly clamp. Manual compression was held to achieve hemostasis. There were no further complications.